Manufacturer narrative:
Product analysis result: visual microscopic the plate was returned with one of the integrated locking mechanisms missing. The remaining locking feature show deformation were it appears the screws were at one time in place then pushed back through the screw locking feature. The screw hole at the level of the missing lock was measured and meets print spec. It appears that at some point the screws were under the locks. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) at c4-7 due to cervical degenerative disc disease. Post-op, loosening of hardware occur due to non union. Apparent esophageal tear occur due to prominent hardware at implantation site. The patient underwent revision surgery for the removal of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.